Event description:
It was reported that a patient underwent a right inguinal hernia repair procedure on (B)(6) 1996 and mesh was implanted. Since the procedure, the patient has had numerous problems. The patient was diagnosed with multiple sclerosis in 2012. At about the same time, the patient suspected a hernia. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report mw5031902.